Manufacturer narrative:
The device with the lens was returned loose inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. No viscoelastic is observed in the device. The plunger has been advanced into/over the lens. The lens just inside the nozzle entry. The trailing haptic and the optic are broken. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the observed plunger override and resulting lens damage is related to a failure to follow the dfu. There is no viscoelastic in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. The device will not function without the addition of viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was damaged during the loading process. A backup lens was used to complete the procedure and there was no reported patient impact or harm. Additional information was requested.